Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient with moderate stenosis. The device was inspected prior to use with no issues noted. No resistance noted advancing the device to the lesion. During the procedure it was noted that the balloon was twisted and could not be inflated. Another balloon was used to complete the treatment. No clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection were carried out on the device returned: dry blood and contrast agent was found in the circuit and a spiraled profile was noted on the balloon. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: some wrinkles were noted on the balloon, at 79mm from the tip; - 2 bar: the balloon kept showing wrinkles and a slightly change in profile; - 7 bar: the wrinkles were no more visible; - 14 bar: no issues detected. Evaluation codes: methods: visual inspection results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.